Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Literature article entitled, ¿primary ceramic-on-ceramic total hip arthroplasty using a 32-mm ceramic head with a titanium-alloy sleeve ¿by seung-jae lim, md, et al, published by clinical orthopaedic related research (2015), vol. 473, pp. 3781-3787, was reviewed for MDR reportability. Purpose: the authors we determined (1) the survivorship of the primary ceramic-on-ceramic tha using a 32-mm ceramic head with a titanium-alloy sleeve at a minimum follow-up of 5 years; (2) harris hip scores; (3) the incidence of ceramic fracture and noisy hip; and (4) the proportion of hips showing radiographic evidence of osteolysis. From november 2005-august 2009, 274 hips implanted with coc bearings (biolox forte liner, biolox forte 32-mm ceramic head, and other competitor products), duraloc cup (and competitor products), and the s-rom stem with sleeve. Complications: there were 3 deep infections (treatment protocol unspecified), one peroneal nerve palsy, 2 cases of iliopsoas tendonitis, 5 cases of asymptomatic hip noise that did not require intervention or revision, 3 cases of periprosthetic osteolysis, and two cases of serial radiography diagnosed femoral stem loosening that were revised and confirmed intraoperatively. There was one fracture of the ceramic head in a competitor product.